Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside the syringe before use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: our manufacturing facility was provided with the affected samples for investigation. Upon examining the product, we were able to verify the presence of white particles inside the syringe. A batch history review showed no non-conformances associated with this issue during the production of this batch. Through our investigation the particles were identified to be composed by lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2-piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside the syringe before use. No serious injury or medical intervention was reported.